Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not been seen by the physician since the surgery. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.